Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, at approximately 50% during the first recapture following valve dislodgement, the tab on the deployment handle of the delivery catheter system (dcs) broke and the handle fell apart. The deployment knob trigger was not used; the handle was reassembled; the valve was successfully recaptured manually and withdrawn from the body. A second 29mm valve was loaded onto a new dcs and successfully implanted. Upon implant, trace paravalvular leak was noted. No treatment was reported. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was returned with the end cap/screw gear snap fit connected and the capsule fully closed. Visual inspection showed the handle and tip-retrieval mechanism appeared intact. The capsule appeared bent or bowed. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. And damage was noted on the inner member near the spindle hub. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician. The tabs were detached from the male deployment knob component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned for analysis with the capsule bent. Upon receipt, the suspect device was in a coiled configuration which may have caused or contributed to the capsule bend, tut the cause of the bent capsule could not be determined. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force. A kink was observed on the inner member shaft; however, the description of the event does not indicate that this damage occurred during the reported issue; the cause could not be determined. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported the deployment knob (actuator) separated during recapture; however, the device was received with the handle components attached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.